Event description:
It was reported that during a da vinci si myomectomy procedure the tenaculum forceps instrument jaws would not close all the way. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint. The instrument was placed on an in-house system and recognition and engagement testing passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and performed all grip functions successfully. The intuitive motion was being experienced. Failure analysis also observed that there was insulation damage on the distal end of the main tube. Material was missing. The surface of the main tube appeared to be scraped off with deep scratches at several areas. The evidence was inconclusive, but the damage to the main tube may have been due to misuse/mishandling. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.